Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector was leaking. The following information was provided by the initial reporter: please find the image of the faulty clave connector that was reported to have been leaking above. Kindly note that we do not have any further information. Please note - I asked for more details but customer unable to provide as this was one from home patient.

Event description:
Additional information: please confirm how the fault was identified? Patient felt fluid running on her skin and her clothing were wet. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion. I do not have information how long into the infusion. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Cadd pump used. Infusing through hickman's line. Rate 1.8ml/hr. Accessories - cadd cassette, cadd extension line, bp clave connector. Please confirm what substance was being infused during the time of the event? Veletri 1.5mg in 100ml.

Manufacturer narrative:
Additional information in section b investigation result: no mp1000c-0006 sample was available for investigation; however the customer reported leakage from a maxplus during infusion. As part of the investigation, the customer provided a photograph of the affected sample, however analysis of the photograph was unable to clearly identify a root cause for the reported issue. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000c-0006 product.